Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that a pump exchange was completed. No other info has been provided at this time.

Manufacturer narrative:
The MFR is attempting to acquire additional info from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.